Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that a patient's stimulation suddenly became uncomfortable when the implantable neurostimulator (ins) was on. This occurred on the morning of the report, so they turned the ins off. Increasing and decreasing therapy had no result, and only one programming group was available. When the patient sits, they felt "like arthritis", and they could walk but there was pain. No falls or trauma had occurred, but it was noted that they had been driving. The patient was at the hospital at the time of the report, however, they were not in the emergency room or checked in as a patient themselves. No patient outcome, interventions, or cause of event was reported. Follow-up attempts have been made to obtain this information, and a follow-up report will be submitted if additional information is received.